Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a 1000 mg per 100 ml bag of acetaminophen was hung and the pump was programmed to do the secondary infusion for only 650 mg and 65 ml per doctors orders. At the end of the secondary infusion program, the pump went back to primary infusion settings. However, the primary bag was never raised to the appropriate level, and the acetaminophen was administered, even though the pump was programmed to administer the primary lactated ringers. There was no report of patient injury or medical intervention associated with this event. No additional information is available.